Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-00186, serial/lot #: 3.2.1. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site had many issue with the system during the procedure. The gantry had slow motion and it was not possible to move the imaging system. Troubleshooting finding that the site was pressing the m button which caused the gantry to move slow. Imaging was aborted causing less than an hour delay in the procedure. No impact on patient outcome.